Event description:
The hospital reported that during a coronary artery bypass procedure, a heartstring seal did not deploy out of the delivery tube into the aorta. A replacement device was used to continue with the case. No patient complications were reported by the hospital.

Manufacturer narrative:
Visual inspection shows that the tension spring components are inside the deployment tube. The complaint is confirmed.